Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The device was not returned for investigation. The cause of the high purge pressure issue was most likely biomaterial, based on data log review.

Event description:
The user facility reported a 44-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The impella had high purge pressure and the purge system blocked alarm was going off. The team started tissue plasminogen activator (tpa) to resolve the issue. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.